Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the patient claimes that the subject meter will not advance past the apply sample symbol when testing his blood glucose. The issue was not resolved with troubleshooting and replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.